Event description:
MFR# 6000089-2004-01269 is a duplicate report of MFR# 6000089-2004-01267. Please disregard MFR# as it is not a complaint.

Event description:
Clinical study. It was reported that 2 months after a coronary drug eluting stenting treatment procedure, a myocardial infarction was experienced.